Event description:
Dr performed a total abdominal hysterectomy procedure on the pt in 2004 and implanted macropore surgiwrap surgical mesh. The pt later experienced abdominal pain and a laparotomy was performed 3 weeks later for lysis of adhesions and the product was explanted. The product was not secured at the initial implant and was observed to have caused an obstruction due to migration.